Manufacturer narrative:
The reported event could be confirmed. Devices were not returned for investigation but evidences were provided based on an x-ray which matches the alleged failure. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. From the only provided picture taken just after the devices explantation, soiled devices, we can observe that one of the glenoid peripheral screws is broken at the thread and that bone and or soft tissue is adhering to the baseplate. No other additional information could be observed. Since data and an x-ray were provided, the opinion of a medical expert was sought and stated as following. The x-ray describes the situation well. The glenoid baseplate come loose from glenoid bone. The stem is still well-fixed at the middle and distal part. The glenoid construct and screws apart from a part of one screw migrated antero-inferiorly. A fair amount of the glenoid bone is still attached to the glenoid baseplate as seen on the retrieval. No significant issues with the humeral stem. Humeral side needed to be replaced since with the choice of a large pyrocarbon humeral head another stem needed to be implanted, ascend flex. Patient related event, degradation of glenoid bone quality. Eventually the whole construct was only held in place by one screw, that obviously broke inevitably. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient related issue. The event was caused by the degradation of the patient glenoid bone quality. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the aequalis reversed ii prosthesis became loose and the glenoid component fell out of the glenoid into the axilla. Prosthesis was extracted and new pyrocarbon hemi on the ascend flex stem was implanted. All metalware removed. Including broken screw. No further information was provided.

Event description:
It was reported that, the aequalis reversed ii prosthesis became loose and the glenoid component fell out of the glenoid into the axilla. Prosthesis was extracted and new pyrocarbon hemi on the ascend flex stem was implanted. All metalware removed. Including broken screw. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.